Manufacturer narrative:
Pt re-motion wrist implant system revised after 8 months of implantation. The wrist carpal ball was exchanged. Visual examination of pt films confirms implant was misaligned. Company report forms also indicates misalignment occurred at time of primary surgery.

Event description:
Pt had re-motion wrist carpal ball revised.